Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for eval. Add'l questions in regards to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
According to the maude report, the pt underwent a post-a-cath removal. During the procedure, the rem alarm sounded and the rem light appeared. The original return pad was disconnected from the pt's left upper anterior thigh and a new pad was placed on the pt's right back. Following the procedure, a reddened area with blisters and a small amount of skin loss was discovered at the original pad site (upper left anterior thigh). Bacitracin ointment and xeoform gauze were placed over the affected area.